Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and power loss alarm. The customer's blood glucose value was unknown. Customer states the display was not blank less than 30 seconds and then returned. Customer states the contacts on the battery cap are neither missing nor damaged. Customer was able to successfully clear the alarm. Customer has not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.